Manufacturer narrative:
Technical evaluation: two 032 penumbra systems were rec'd. All units were evaluated. One of the two systems was used successfully in the case. The other was involved in the reported complaint. The separator was broken at 0.5 cm from the proximal support zone on the green ptfe coated working section. Only the proximal end of the separator was returned. Conclusion: the root cause of the separator break may have been associated with the physician retracting the separator to a point where the proximal taper exits the rhv. When the physician advances the separator, the smaller diameter working zone bends to a point where it holds the bend. Further cycling may have caused the bend to weaken to the point of breaking. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is being filed as part of the remedial action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.

Event description:
The physician tried to use a penumbra system 026 and said that the separator would not pass through the catheter at about the midpoint. The physician then decided to remove the system and try to work with the penumbra system 032. He was able to clear the m1 segment but the pt kept re-thrombosing. The tip of the catheter became fatigued and frayed. The physician then decided to use another penumbra system 032 and after one pass, the separator broke at the proximal transition point. Note: see MDR 3005168196-2010-00228 for information regarding the penumbra system 026. This MDR is associated with mdr3005168196-2010-00229.